Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the pump off code was entered. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving compounded baclofen (25 mcg/ml at 20.253 mcg/day) and dilaudid (25 mg/ml at 20.253 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient had a refill on (B)(6) 2019 and recently had complained of withdrawal symptoms. The pump was interrogated on (B)(6) 2019 and multiple motor stalls and recoveries were seen, ending in tube set. The pump was currently stalled at the time of the report. The caller denied any emi or other magnetic interaction. No further complications were reported.